Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another meter. The reporter claimed obtaining blood glucose readings where the subject meter read ¿ 100 points higher¿ than an unknown meter. No exact values or the time difference between the readings were given. This complaint is being reported because the reported issue was not resolved with troubleshooting and we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.